Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a separating downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the separating dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the missing battery divider, and during physical inspection it was found that the downstream occlusion (dso) seal was separated. After investigation the results indicated a reportable malfunction due to the separated dso seal. The event occurred during testing, and there was no patient involvement.